Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: outer tube is corroded, parts are not dis-/reassemble, outer tube is damaged ccu plug of the video cable section is damaged and no image. A definitive root cause could not be identified. Based on the results of the investigation, outer tube is corroded and therefore the parts are not dis-/reassemble, outer tube is damaged and therefore the dielectric strength is inadequate. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that laproscopes video had black screen. The issue was identified before procedure. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.